Event description:
According to the customer, on (B)(6) 2024 a resident sustained a "deep laceration with adipose tissue exposed" to the "left lower extremity mid-way down the tibia, lateral aspect" after coming in contact with a "metal bar" at the "end of bed frame".

Manufacturer narrative:
According to the customer, on (B)(6) 2024 a resident sustained a "deep laceration with adipose tissue exposed" to the "left lower extremity mid-way down the tibia, lateral aspect" after coming in contact with a "metal bar" at the "end of bed frame". The customer reported the incident occurred while transferring the resident from their wheelchair to the bed. The customer reported they went to the "ER" after the reported issue occurred and required "sutures" to be placed. The customer reported the sutures have now been removed and the customer will follow up with "wound care". It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.